Event description:
The customer reported being hospitalized due to high blood glucose of 460mg/dl. The customer was throwing up prior to his admission. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.